Event description:
It was reported that during a laparoscopic tubal ligation the forceps became stuck on the tube. The surgeon had to open the pt to finish the procedure and release the forceps from the tube. The procedure was completed with no injuries to the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, (B)(4) will continue the investigation. And update the agency accordingly.